Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was 142 mg/dl. The customer's device was replaced and will be returned.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to confirm prime alarms or perform prime test due to motor error alarms. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.